Event description:
During evaluation of a returned minicap, it was observed that the minicap was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a leak coming from a cracked minicap. The crack was extending from the lip of the cap down to the first thread. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.